Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 9 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to her feelings or normal results and also that the meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 06:30pm she obtained results of ¿490, 420, 407, 347 and 385 mg/dl¿ which she felt were inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. In addition the patient obtained results of ¿52, 123 and 190mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient manages her diabetes with fixed insulin doses and stated that at 06:30pm on (B)(6) 2016 she administered ¿50mg of novolog insulin¿. The patient reported that an hour after the alleged issue occurred she developed symptoms of ¿diarrhea, sweating, headache, shakes and a fast heartbeat¿, however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The test strips had not expired or been stored incorrectly. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged issue occurred.